Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The likely condition of the part when it left zimmer biomet control is considered conforming based on the DHR review but it cannot be confirmed because the product was not returned for evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies related to the event were found. The root cause of the reported issue is attributed to a manufacturing error. Visual review of the returned device confirmed the presence of a yellowish piece of loose debris inside the intact sterile packaging, within the inner sterile cavity. The debris is larger than 2.00 sq. Mm, which exceeds the .60 sq. Mm size allowed, as measured with the tappi chart. The likely condition of the part when it left zimmer biomet control is considered non-conforming based on evaluation of the returned product and the DHR review. Although the nature and source of the debris cannot be determined, it was introduced during manufacturing because it was located in the inner sterile cavity. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual review of the returned device confirmed the presence of a yellowish piece of loose debris inside the intact sterile packaging, within the inner sterile cavity. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the part when it left zimmer biomet control is considered non-conforming based on evaluation of the returned product and the DHR review. Although the nature and source of the debris cannot be determined, it was introduced during manufacturing because it was located in the inner sterile cavity. Root cause of the reported issue is attributed to a manufacturing error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the distributor found the debris in the product packaging before the release. Attempts have been made and no further information has been provided.